Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat the left main artery. After a non-abbott stent was implanted, when removing the floppy ii es guide wire it got stuck in the deployed stent and the tip separated. There was an attempt to remove the guide wire but the separated portion remains in the patient and there is no planned attempt to remove it. Another floppy ii es guide wire was successfully used to complete the procedure. The patient is in good condition. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.